Event description:
Reporter described the following: using her right hand, a nurse placed an insulin needle/syringe into the opening of the sharps disposal container. Using the same hand positioned at the center of the lid/door, the nurse then "flipped" the lid/door, instead of lifting it, and reportedly received a needlestick when the needle/syringe "came out" and stuck her in the fleshy part of the right thumb.